Event description:
The customer, report via the sales rep that a brand new gamma 3 jig broke during a procedure. The customer reports that as a result, a small metal washer was left in the patient and was picked up by final x-rays prior to closure. The customer reports that the washer was located and removed successfully. The customer reports that a delay to surgery of 15 minutes resulted but that no additional medical intervention was required.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device to be the primary product. The speedlock sleeve returned was regarded as associated product. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. Although a real root cause could not be determined the c-ring was most likely detached during cleaning pre-operatively in the hospital. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but function is still given without c-ring. We easily attached the c-ring back onto the target device and carried out several times a functional test regarding attachment/detachment of a sample nail without that there any loosening/detachment of the c-ring occurred. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed, ecn# (B)(4) ¿ the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but make a detachment more difficult.

Event description:
The customer, report via the sales rep that a brand new gamma 3 jig broke during a procedure. The customer reports that as a result, a small metal washer was left in the patient and was picked up by final x-rays prior to closure. The customer reports that the washer was located and removed successfully. The customer reports that a delay to surgery of 15 minutes resulted but that no additional medical intervention was required.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.